Manufacturer narrative:
Additional information provided in h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. There was also no specific images or evidence provided to ascertain causality and confirm this reported event. Receipt of complaint sample or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The unused vfc (viscous fluid control) tubing set, and smpt (small parts tray) were returned. The returned product was visually inspected. In return condition, the gray tip plunger was inside the smpt. The 10millilitre syringe was not returned; lab stock was used for testing. The cannula needle tips could fit into 10millilitre syringe. The vfc tubing set and gray tip plunger could fit into 10millilitre syringe. The vfc tubing set, gray tip plunger, 23ga and 20ga vfc cannula needle tips were found to be in the good condition. The vfc tubing set from lab stock was tested using the console software. The led (light-emitting diode) rings on the console turned green as the gray connector was engaged to the console indicating the proper communication between the connector and the console. Utilizing 80 pressure in injection mode, the sample could expel the amount of 9.6 cc/min silicone oil with the 23ga cannula. At 600mmhg vacuum in extracted mode, the amount of 0.8 cc/min silicone oil could be aspirated to the syringe barrel with the 23ga cannula. The plunger performed smoothly; radio frequency identification (rfid) connection to the console and the syringe to the adaptor/tubing securely engaged, not detached. The pressure was stable in both injection and extraction settings. No air leak occurred from the sample during testing. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
The nurse reported that tube was damaged during vitrectomy surgery. The surgery was completed on the same day by changing the product. T here was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).